Manufacturer narrative:
Submit date: 11/3/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports blood leakage was found at the venous port of the catheter during dialysis treatment for the patient.

Manufacturer narrative:
A device history review (DHR) revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The sample was received for analysis and investigation. The catheter came inside a generic plastic bag and did not present signs of use. The adapters were detached from the extension and was not presented in sample returned. Additionally the sample was returned with 1 dilator (10), an introducer needle, a cap and a guide wire. Because the adapters were not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If the adapters are received at a later date, this complaint will be re-opened and the investigation continued. The evidence provided is not enough to relate this event to the manufacturing operations. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.